Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The device with a broken portion of a haptic was returned in the blister tray inside the carton. The plunger lock and lens stop were removed. The plunger was oriented correctly. Viscoelastic was observed in the device. The plunger was fully advanced with the plunger extending outside the tip of the nozzle. The trailing haptic distal tip area was broken and was located on top of the plunger in the nozzle tip. The remainder of the lens was not returned. The nozzle was removed and cleaned for further evaluation. The broken haptic tip was removed during cleaning. Topcoat dye stain testing was conducted with acceptable results. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. A qualified viscoelastic was used. The root cause could not be determined for the reported complaint. The trailing haptic distal tip area was broken and was located on top of the plunger in the nozzle tip. The plunger position in relation to the broken haptic during advancement cannot be determined. The trailing haptic distal tip position indicates it was not in a proper position for advancement per the provided diagrams in the instruction for use (IFU). The IFU instructs: after the lens has been advanced to the "fill-to" line, the lens should be visually inspected to determine the position of the haptics. The plunger should be in contact with the trailing optic edge. No part of the lens should exit the nozzle prior to insertion through the incision. Once the lens is in position at the "fill-to" line, it should be implanted within 3 minutes. Proceeding with implantation of a misfolded haptic or a lens that appears to be "out of position" can result in a broken haptic or other negative outcome, since the haptic may be trapped and stretched, and/or pinched and sheared by the moving plunger. The IFU instructs: take at least 7 seconds to gently fold the intraocular lens (iol) by advancing the plunger forward in one smooth, continuous motion until the front edge of the optic is even with the "fill-to" line on the nozzle. Do not allow any portion of the lens to exit the nozzle tip. At this position the blue spring will contact the clear main body. It is important to not advance the plunger abruptly to fold the iol as improper folding and lens damage may occur. Broken haptics may occur: if the operating room temperature is too high (greater than 23 degrees centigrade / 73 degrees fahrenheit) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. In addition, haptic strength (modulus) decreases as the temperature increases and is more likely to break under stress. If a straight trailing haptic occurs and it was not properly detected to be out of position. If the plunger is not fully advanced, or if the plunger is allowed to retract, the trailing haptic may not release properly from the device. Any of the above listed causes alone, or in combination, may create the reported event topcoat dye stain testing was conducted with acceptable results. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported during intraocular lens (iol) implant procedure, the haptic got caught while advancing the lens with the blue plunger, resulting in the lens haptic snapping off. Another lens had to be used, and the haptic remains caught in the tip. The procedure was completed on same day. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).